Event description:
It was reported by service report that the track frame is inoperable and would not engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.